Event description:
The hcp reported that the patient developed pain at the site of the interstim leads. The lead area appeared to be infected and was removed and returned for analysis. No further information has been received despite repeated requests.